Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.00/+3.0/071 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to the patient experienced glare/haloes and blurred vision. The problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
(B)(4).